Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the pen device from the clr222us device and the tyvek were returned. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. During the procedure, there was a shattered glass found in adhesive. There were no patient consequences reported. No further information provided. Additional information was requested.